Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a replace battery now alarm. The customer¿s blood glucose level was 124 mg/dl. The customer reported that the insulin pump had power error detected alarm. This was the second occurrence of replace battery now alarm without a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was advised the insulin pump will need to be replaced. The customer was also advised they may continue to wear the insulin pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been reported with this report.

Manufacturer narrative:
Insulin pump passed the displacement test, active current and sleep current test. Unexpected battery power loss not found during testing. (B)(4).